Manufacturer narrative:
Device component code relates to device problem code for the evaluation findings of debris on the fiber face within the sma connector. Mfg. Site name- (B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and only a small amount of light can be seen. The condition of the returned device would result in insufficient energy transmission during ablation thereby confirming the event the noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2018-02564 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, the first laser fiber did not work at the beginning of the case. A second flexiva 200 tractip laser fiber was opened and used for a few seconds and it stopped firing. There were no reported patient complications reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that there was debris on the fiber face within the sma connector. Please refer to block for full investigation details.